Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed sixe days prior. According to the complainant, during the procedure, it appeared one of the (rtm) rectal temperature monitor, sensor channels was displaying a reading of "zero". The physician successfully completed the procedure with another prolieve thermodilatation system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.